Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2021 used as event date is unknown. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the returned product consisted of a watchman access system with the dilator in the sheath. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During recapturing of the device, the was sheath kinked. The device was successfully recaptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown. Initial reporter facility name: (B)(6).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During recapturing of the device, the was sheath kinked. The device was successfully recaptured. The procedure was completed with a different device and no patient complications were reported.